Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The suspected devices could include ICD models: 7219, 7218, and 7220. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿efficacy and safety of the initial use of stability and onset criteria in implantable cardioverter defibrillators.¿ journal of cardiovascular electrophysiology. 1998. 10(2):145-153. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). The failure modes noted in the article included inappropriate therapies, underdetection, and failure to detect ventricular tachycardia (vt. Further follow up did not yet yield any additional relevant information regarding the event. The status is of the ICD is unknown. No patient complications have been reported as a result of this event.